Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport clearvue isp implantable port was returned for evaluation. Visual, microscopic and functional evaluations were performed. No anomalies were noted in the returned sample. Upon infusion, what appeared to be thrombus, was observed exiting with water on the distal end of the port stem. Aspiration was attempted and was successful as water fully returned within the attached syringe. However, the investigation is inconclusive for the reported suction and restricted flow issues as the sample evaluation results indicating no issue under laboratory conditions may not be representative of the condition of the device during use. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using a low artifact power port via placement internal jugular vein procedure. During the procedure, when the catheter and port body are connected, the flow stops. Reportedly, the main body is opened separately and connected, and the process is completed without any problems. No reverse bleeding is seen. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using a low artifact power port via placement internal jugular vein procedure. During the procedure, when the catheter and port body are connected, the flow stops. Reportedly, the main body is opened separately and connected and the process is completed without any problems. No reverse bleeding is seen. There was no reported patient injury.